Event description:
Healthcare professional reported left side pain and rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ pain: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b.6; d.9; h.3; h.6.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, left side pain and rupture. The device has been explanted.